Manufacturer narrative:
The product has not been returned. Therefore an evaluation of device performance was not possible. A review of the manufacturing records showed no anomalies. All of the valves are 100% tested at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the valve it was found to be leaking csf from the area of the anti-syphon device post-operatively. According to the report, the valve was removed and replaced by another shunt. The report stated that the patient is well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The returned valve was patent. It did not meet the requirements for siphon or leak testing due to a tear on the top membrane of the delta chamber. There was also a small tear on the top of the reservoir dome. It is unknown how or when the damage occurred. The device met the requirements for reflux, pressure-flow and pre-implantation testing. The instructions for use that accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of the manufacturing records showed no anomalies. All of the valves are 100% tested at the time of manufacture. (B)(4)